Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked. The patient stated iodine leaked when the minicap was attached to the transfer set. The home patient had both the minicap and transfer set replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. All box dimensions on the returned sample were measured and passed. Functional testing was performed which included leak testing. The device passed leak testing. The sample met product specification for the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.